Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The whole system was extracted. A new system was implanted on the right side. Patient was stable. Related manufacturer reference number: 2017865-2019-09198. Related manufacturer reference number: 2017865-2019-09200.